Manufacturer narrative:
Patient's age, sex, weight and other relevant history, including pre-existing medical conditions were not provided. When the requested information becomes available, supplementary report will be submitted.

Event description:
Per complaint (B)(4), during impression for crown, patient experienced failure of implant to integrate.